Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) as they were concerned over the battery status. Two months earlier the battery measured at one year remaining, and at the current interrogation it showed four months to explant. No programming changes had been made to the device. Boston scientific engineering reviewed data from the remote home monitoring system and determined that there was something that appeared to be abnormal and recommended replacement of the device. The device was explanted six days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory found that a low voltage fault was not triggered for this device because this device has been implanted long enough and depleted normally far enough to begin using voltage to determine battery depth of discharge. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.